Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw fractured upon insertion. The fractured piece of screw remained in the patient. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted and the screw was found to have fractured. The DHR and occurrence rate of this lot will not be reviewed as the lot number remains unknown. For this part (sp-3236) and the previous one year (from the notification date) regarding the screw fracturing, there is a complaint rate of 0.2%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is excessive force was applied beyond what the screw is designed to take. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.